Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-aug- 2019 with the following findings: a visual inspection showed no cloudiness in the display. Unrelated to the complaint, the display was dim, faded and discolored. Also unrelated to the complaint, investigation revealed the battery compartment was cracked. Leak testing revealed a battery compartment leak. The pump was opened and evidence of the moisture corrosion was observed on the display and transceiver boards. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.